Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Customer told technical support that they changed the circuit and the suspect device is now functioning properly. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the 3100a ventilator is not pressurizing and there is a sound of an internal leak issues. The customer confirmed that there was no patient involvement that was associated with the reported event.